Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, was a loud clicking noise. In order to verify the condition of the internal components, the device was disassembled, and the spring - bailout pawl was noted to be out of its intended position causing the reported event that does not interferes with the device performance. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the rep during a gastric sleeve there was a loud clicking noise when the staples were deployed. A like device was used to complete the procedure with no patient consequences.